Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of over 446 mg/dl. Customer treated high blood glucose with manual injection and declined troubleshooting for the same. Customer also reported insulin flow blocked alarm during bolus. Assisted customer in performing a 5.0u fill cannula and stated that, the insulin was exited. Customer reported that, the infusion set cannula was bent. The device will not be returned for analysis.